Event description:
Report received from USA stating that the device required service as needed. During servicing, damaged component-bearings was found. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).